Manufacturer narrative:
Reported device not marketed in us; however, similar devices are. Manufacturing site evaluation: samples received: 42 unopened pouches. There are no previous complaints of this code/batch. (B)(4) units of this code batch were manufactured and distributed. There are no units in OEM stock. Tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not available. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). During suturing, after the introduction of a pacemaker, several threads broke during the realization of points (4 threads).